Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: a mentor memorygel breast implant 325cc, catalog 3507325bc, sn (B)(4), lot 5905745. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the right breast implant . As a result, the patient had undergone removal and replacement with non-mentor breast implant on (B)(6) 2019.

Manufacturer narrative:
On 7/4/2019, during evaluation of the sample a creases and shell abrasion were observed on the anterior view. Leak testing revealed a tear within the crease and shell abrasion noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced capsular contracture baker grade IV on the right breast implant and capsular contracture baker grade iii on the left breast implant. The patient had undergone removal and replacement with non-mentor breast implants natrelle brand manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample a creases and shell abrasion were observed on the anterior view. Leak testing revealed a tear within the crease and shell abrasion noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).